Event description:
It was reported that the device had no power and was alarming without batteries. Per the reporter, the event occurred during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a damaged battery door and worn upstream occlusion sensor (uso) seal. There was no evidence to review in the event history logs. Upon functional testing, the reported issue was able to be duplicated and confirmed that the device would not power up with batteries. The exact root cause could not be determined; however, the most probable root cause was a short circuit. The pwa board assembly was replaced and preventative maintenance were performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.